Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a stroke post procedure. A few hours after the procedure, it was reported that the patient was in the MRI due to a stroke. The doctor thinks that our catheters are not involved in this cause as no problem or incorrect use of the equipment was reported during the procedure. The stroke was reported a few hours after the procedure. There is no information about the hospitalization and if any intervention was performed. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The investigation was completed on 28-apr-2022. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30712371l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).